Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due customer going into the ocean while still connected to insulin pump. Customer reported that as a result, insulin pump received a button error alarm. Customer removed the battery for a week and when battery was reinserted, insulin pump began to vibrate and display screen went blank. Customer's blood glucose was 100 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly per visual inspection. We were unable to perform functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.